Manufacturer narrative:
(B)(4). Device available for evaluation: yes. Returned to manufacturer on: 07/22/2015. The intraocular lens (iol) was returned to the manufacturing site for investigation. Visual inspection of the returned lens sample showed the lens was cut in pieces, most probably to make explant possible. The complaint cannot be confirmed. Considering the condition of the returned lens, additional analysis was not possible. A review of the manufacturing records was performed. There were no non conformances with respect to the final product release process. There were no associated nonconformity reports or deviations. The complaint related associated test is the optical measurement performed at final inspection. The in-line optical inspection data showed that the lens was within power specification. A search on complaints revealed that no other complaints for this production order were received to date. The lens met specifications prior to release. All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that the intraocular lens (iol) was explanted from the patient's left eye. It was stated that the patient's vision was still blurry for distance and the patient had to wear reading classes for near. There was no incision enlargement. It was reported that the patient's outcome significantly interferes with activities of daily life.

Manufacturer narrative:
(B)(4) - explant of intraocular lens. All pertinent information available to abbott medical optics has been submitted. Placeholder.